Event description:
The user facility reported that the device overheated and was leaking during a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. For the event of fluid leak, no problem was found or detected to explain this event. For the event of heat, corrosion of the bearings during device evaluation.

Event description:
The user facility reported that the device overheated and was leaking during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.